Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 1.983" from the distal tip, where it meets the proximal clevis. A piece measuring approximately 0.145¿ x 0.219¿ was not returned with the instrument. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument had a broken shaft before the wrist. The procedure was completed with no reported injury.